Event description:
Hospital reported that during a case, forane (anesthetic solution) was accidentally split on the inlet nozzle of the bio-pump causing the inlet nozzle to break. The bio-pump was replaced with a second device to continue case with no effect to the pt.